Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that after having an intraocular lens (iol) implanted, he thinks he sees the edge of the lens and his depth perception has been affected. He indicated that his vision is affecting his ability to perform his home inspector job. Additional information has been requested.